Event description:
The foot left side rail is not latching on this bed. This bed came from the med surge area. There were no alleged injuries.

Manufacturer narrative:
The technician found the side rail release arm assembly was bent. The technician installed a new release arm assembly to repair the bed.